Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the available information, the exact cause for peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency caused the peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy which is most often associated with a breach in aseptic technique during the pd exchange. The patient also had concomitant uti and it was reported by the patient¿s pd nurse reported that the peritonitis event may have been related to patient breach in aseptic technique.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis and a urinary tract infection (uti). There were no reported allegations that the event was caused by fresenius product. In additional follow-up, the patient¿s pd nurse confirmed that on(B)(6) 2026 the patient was hospitalized due to symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which grew the bacteria escherichia coli (e. Coli). Per the nurse, it was confirmed that the patient was diagnosed with peritonitis and uti. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with gentamycin (dose not provided). It was stated that the patient was pending discharge from the hospital on (B)(6) 2026 and will resume continues pd therapy the same cycler. The nurse could not provide the exact cause for peritonitis. However, it was confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. It was indicated that the event may be associated with patient breach in aseptic technique.